Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced multiple surgical revisions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, infection, fistula, drainage from umbilicus, snus tract going through the umbilicus, and nonhealing umbilical wound and foreign body reaction. Post-operative patient treatment included debridement of granulation tissue and repair umbilical hernia. On (B)(6) 2017 - removal of old ethibond suture, and chronic infection from ethibond sutures.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after underlay implant, the patient experienced recurrence, infection, fistula, drainage from umbilicus, "snus" tract going through the umbilicus, and nonhealing umbilical wound and foreign body reaction. Post-operative patient treatment included debridement of granulation tissue and repair umbilical hernia. On (B)(6) 2017 - removal of old ethibond suture, and chronic infection from ethibond sutures.